Event description:
A report was rec'd that the pt was receiving intermittent stimulation. The bsn sales rep confirmed that all contacts except one were showing high impedances. X-rays revealed that one lead may have come disconnected from the ipg. A lead revision has been recommended.